Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperatively that the patient passed away. It was reported that the leadless implantable pulse generator (ipg) exhibited high thresholds after multiple redeployments. It was reported that the delivery system deflection did not work properly. A second leadless ipg was attempted, however, this also exhibited high thresholds. The right ventricle exhibited a cardiac perforation and the patient experienced tamponade and decompensation. Pericardiocentesis and a sternotomy were performed. The patient passed away.

Manufacturer narrative:
Continuation of d10: product ID: mc1vr01-delsys, product ID: mc1vr01, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product ID: mc1vr01-delsys. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.